Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen intermittently timed out faster than expected. Tandem technical support educated the customer that the pump screen will turn off due to user accidentally touching areas of the screen that are not registered as buttons; however, the customer reported on multiple occasions, there was no interaction with the display. Troubleshooting was performed with tandem technical support and the pump performed as intended. Reportedly, blood glucose (bg) level ranged from 50-300 (mg/dl). The customer reported bg level of 50 (mg/dl) was due to miscalculating the carbohydrates in a meal and delivering too much insulin via a bolus. Carbohydrates were consumed to treat the low bg.